Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customers blood glucose level was reported in the 400s mg/dl. The customer declined assistance from tandem technical support regarding the issue.